Event description:
A report received from the USA stated that an 840 ventilator experienced a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien customer support engineer (cse) upgraded software to the current revision. The device passed all rests. (B)(4).